Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer had ketones, vomiting and arm pain. Customer woke up with high blood glucose and could not get it down. Customer may have had a bad infusion site. Insulin not absorbed. Customer had a large meal. Hospital treated with IV fluid and medication for nausea. The last blood glucose reading was 216 mg/dl. Nothing further reported.